Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement on (B)(6) 2023, due to migration of the electrode array. Explant and re-implantation is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, there was no migration of the electrode array since electrode was incorrectly placed outside of the cochlea from initial surgery. This report is submitted on february 05, 2024.